Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (blank screen) was confirmed. The cause for the charger/modem not powering up was a defective power brick. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) female pt contacted zoll customer support to report that the charger/modem screen would not light up despite plugging it into multiple outlets. The pt was issued a replacement battery charger/modem.